Event description:
New information revealed that the patient presented in clinic. A transesophageal echo was performed on (B)(6) and discovered endocarditis in the right atrium. No bacteremia was discovered. The patient was transferred to the operating room for a full system extraction. During the explant procedure, the previously abandoned right ventricular lead was discovered to have perforated its lead cap. Cloudy, turbid material was discovered under the cap. The left ventricular lead delaminated and fragmented with gentle traction during the explant. The patient was stable following the procedure.

Event description:
It was reported that the patient presented in the emergency room with an infection at the implant site. The device was explanted. No further information is available.

Manufacturer narrative:
The reported field event of infection was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.